Event description:
It was reported that a user removed the insulin cartridge before fully rewinding the pump during a supply change and then required guidance to complete the procedure; the agent provided education on proper steps, and insulin delivery resumed successfully. There were no reported clinical effects. Outcomes included no health consequences and restoration of insulin delivery after troubleshooting and education. Investigation included remote troubleshooting with user guidance and procedural education. Investigation of this case revealed user error related to incorrect supply change steps with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.